Event description:
A 3.0mm diameter by 15mm length stent delivery system was inserted in attempts to direct stent a lesion in the ramus coronary artery. As the device was being tracked to the target lesion site, the tech began to inflate the stent delivery balloon. The inflation caused the stent to flare on the distal and proximal ends. Negative pressure was applied to deflate the balloon, which subsequently caused the stent to dislodge from the delivery balloon. The stent dislodged in the left main coronary artery. The stent was successfully snared from the artery and brought to the femoral sheath. The stent would not enter the guide catheter, so the guide catheter was switched to a larger size. It still was not possible for the stent to enter the larger guide catheter. Subsequently, the pt was sent to surgery for stent removal and femoral artery repair. There was no additional clinical sequelae relative to the event. The instructions for use were not followed when the balloon was inflated prior to placement of the stent across the lesion. The incorrect technique was the cause of the stent dislodgement.